Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported by the customer's wife that the customer passed away on (B)(6) 2014 while attached to their insulin pump. Cause of death has not been confirmed by a healthcare professional, but customer's wife stated they were involved in an automobile accident. Customer passed away at the scene of the accident and was not transported to a hospital. Customer's wife is unsure about returning the device for analysis. Nothing further reported.

Manufacturer narrative:
A scratched reservoir window was noted during the visual inspection. The insulin pump passed the functional testing including the prime test, displacement test, basic occlusion test, occlusion test and excessive no delivery alarm test. No data analysis could be performed because the insulin pump was received without the battery in the battery tube.